Event description:
Complainant alleged that the nurse (age known) had successfully cardioverted a pt (age and gender unknown). The nurse then turned the device off, and was removing the electrodes (part number and lot number unknown) from the pt, when nurse rec'd a shock to their right hand, causing two minor burns to the palm of their hand (entry and exit burns). The burns did not require any treatment, and nurse immediately returned to work after the event. The complainant indicated that the nurse did not suffer any lingering after effects from the reported event. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction. The complainant indicated that the electrodes used in the event would not be returning to zoll for evaluation, as they were discarded subsequent to the event. The complainant indicated that the facility's biomedical engineering dept was unable to duplicate the reported malfunction with the device.